Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant) (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2; -14.0/+2.0/81 (sphere/cylinder/axis) implantable collamer lens that was intended for a patient's left eye (os) had torn while loading. This occurred on (B)(6) 2023. On the same date a replacement lens of the same length was implanted and the problem resolved.